Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed. Field service engineer removed latch column, cleaned crimp, and applied conductive grease to all contacts to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. The customer reported that users were unable to remove medications from drawer while attempting to dispense medications to a patient. There were no adverse events or injuries reported based on this event.